Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.

Event description:
It was reported by the vad nurse that the patient's wife exchanged the controller after a "critical battery" alarm and controller power-up. The controller and battery were exchanged after speaking with the manufacturer's clinical engineering. No further information was provided.

Manufacturer narrative:
One controller ((B)(4)) and two batteries (B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that battery ((B)(4)) met all requirements for release. However, the reported event (critical battery alarm) was confirmed via review of the controller log files, which revealed one incident of critical battery alarm for battery ((B)(4)). During the critical battery alarm, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This observation is indicative of a communication error between the controller and battery ((B)(4)). The manufacturer has an open investigation for communication errors between the batteries and controller. Analysis of controller and battery ((B)(4)) revealed that the devices met specifications; the controller and battery passed visual examination and functional testing. Analysis revealed that battery ((B)(4)) failed functional testing due to a cold solder joint on the printed circuit board (pcb) during the assembly of the unit. This observation is not related to the reported event; the manufacturer and supplier have an open investigation for soldering defects in panasonic batteries. The most likely root cause of the reported event can be attributed to communication errors between the controller and battery ((B)(4)). Battery - (B)(4)- received: 12/01/2016 FDA codes: (battery - (B)(4).

Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller ((B)(4)) and one battery ((B)(4)) were returned for evaluation. One battery ((B)(4)) is kept in quarantine under fsca in (B)(4) facility. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. However, the reported event (critical battery alarm) was confirmed via review of the controller log files, which revealed one incident of critical battery alarm for battery ((B)(4)). Review of the manufacturing documentation confirmed that this device met all requirements for release. Controller ((B)(4)) met specifications. It passed visual examination and functional testing. This controller successfully captured the critical battery alarm when it occurred. This is not an indication of malfunction of the unit. The critical battery alarms are indicative of communication error between this batteries and controller. The communication errors between the batteries and controller currently investigated by the manufacturer. Analysis revealed that battery ((B)(4)) failed functional testing due to a cold solder on the printed circuit board (pcb). This could have been caused by a manufacturing deficiency. The supplier is currently investigating soldering defects. This incident is not related to the reported event. The most likely root cause of the reported event can be attributed to communication errors between the controller and the batteries. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Corrected data: device labeled for single use. Battery - (B)(4)/1650de - device manufacture date: 08/01/2014 / expiration date: 08/31/2015 (battery is kept in quarantine under fsca in (B)(4) facility): (B)(4); battery - (B)(4)/1650de - device manufacture date: 11/30/2015 / expiration date: 11/11/2016 (B)(4): (B)(4).